Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative on (B)(6) 2018. It was reported that there was a motor st all and they were programming the pump off on the day of the call to stop alarms. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6 - eval code-conclusion 92 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid (4mg/ml at an unknown dose) via intrathecal drug delivery pump. The indication for use was noted as malignant pain and carcinoma. It was reported that the patient presented at the emergency room (ER) with an alarm, he started hearing it on (B)(6) 2018. An active motor stall was seen at interrogation. The patient did not recently have an MRI. Withdrawal was reported. It was confirmed a motor stall recovery occurred message was not seen in the logs and the patient was started on oral dilaudid on (B)(6) 2018. The pump had been updated to minimum rate in the unlikely event it recovered on its own. There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the implantable pump serial # (B)(4) identified residue in the motor gear train and wearing of the shaft of the gear or the rotor. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.